Manufacturer narrative:
Product complaint #: (B)(4). Date of event: only month and year are known. It is assumed first day of the month that the complaint was received. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the customer that during an unknown procedure, the ec45a stuck on the tissue. Sales representative went over steps with caller on how to remove. States doctor proceeded to cut instrument off patient. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.